Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while pump battery was charging. Customer received low power alerts/alarm prior to pump shutting off. After turning pump back on, battery gauge showed as being fully charged. Reportedly, customer resumed pump therapy. There was no reported adverse impact to customer's blood glucose.